Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed. Based on the information available, no further action is required at this time.

Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt was implanted. It was reported that the patient experienced an unknown adverse event. No additional information was reported."